Event description:
Lag screw migrated into pelvis, separated from the barrel. Did not use compression screw at primary. Non union of fracture.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the etq database found no prior reports for both reported part and lot number combinations. Provided information states the lag screw migrated into the pelvis, separated from the barrel. The surgeon did not use a compression screw at primary. The surgical technique states to compress the fracture using the long compression screw. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.